Manufacturer narrative:
Product analysis (B)(4).one photo was received from the account. The photo appears to show a deployed spider fx device with biologics present on the device. The complaint cannot be confirmed from the image provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use spider fx device during treatment of a plaque lesion in the patient's center common carotid artery. The contained little calcification and mild tortuosity. The vessel was pre- and post-dilated and IFU (instruction for use) was followed during preparation, procedure, post-procedure. Spider fx 4mm was inserted into the body and deployed in the distal portion of the internal carotid artery. An image of poor deployment was confirmed in the contrast imaging filter, a collection catheter was used to collect the device. The filter could not be stored inside the collection catheter and was pulled out of the body while still deployed. The device was replaced by a non-medtronic device and used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.